Event description:
It was reported that the patient presented at the emergency room after receiving inappropriate shocks. It was noted upon interrogation that noise episodes and a significant drop in pacing impedance was present on the right ventricular (rv) lead. The rv lead was capped 10 mar 2023 and replaced and the patient received an upgrade. The patient was stable.